Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that approx four months post implant, during a scheduled retrieval of an ivc filter, imaging demonstrated that one of the filter arms had detached. Reportedly, the filter arm was located at the same level of the filter in the vena cava and appeared to be crossing over the other limbs of the filter. A recovery cone was used to simultaneously retrieve the filter and detached limb without incident. No pt injury.